Event description:
It was found that the head section was not retracting which could effect the transport functionality of the cot. It was also reported that the lock pins would not recede due to dirt and debris around them. The issue was resolved for the customer by cleaning and lubricating the head section lock pins. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.